Event description:
It was stated that the customer was treated by the paramedics due to a low blood glucose reading of 33 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The husband also stated that last night, prior to the event, the customer had treated her high blood glucose levels by giving a bolus and a manual injection. Advised that the customer could have given too much insulin. The husband agreed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.